Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that x-ray stays on after releasing the exposure switch resulting in un-commanded x-ray. There is no report of a pt death or serious injury.